Manufacturer narrative:
Results: the lantern was ovalized approximately 131.0 and 132.0 cm from the hub. Conclusions: evaluation of the returned pc400 revealed that the sr wire was fractured. If the device was forcefully retracted against resistance, the sr wire may fracture. Further evaluation of the returned pc400 revealed that the pusher assembly was fractured and kinked. These damages were not identified in the reported complaint. The kinks and fracture were likely incidental to the reported procedure and may have occurred post-procedure. Evaluation of the returned lantern revealed that the distal tip of the catheter was ovalized. If the peel-able sheath (supplied by penumbra) is not used during insertion of the lantern into a parent device or if the distal tip of the catheter is forcefully gripped or pinched, damage such as this may occur. The ovalization in the distal tip of the returned lantern likely contributed to the resistance encountered during the procedure and prevented the pc400 from being advanced out of the distal tip of the lantern. Evaluation of the returned handle revealed that the device was functional. The handle was functionally tested on the handle fixture and passed within specification. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected and 100% functionally tested during incoming inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02467.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s) and a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance and was unable to advance a pc400 out of the tip of the lantern. The physician then noticed that the pc400 had unintentionally detached within the lantern. Therefore, the lantern was removed with the pc400 inside under negative pressure. It was reported that the tip of the lantern was collapsed. The procedure was then completed using penumbra smart coils, additional coils, and a new microcatheter. There was no report of an adverse effect to the patient.